Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juew3251 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there is a hair in the packaging. No other information was provided.

Event description:
It was reported there is a hair in the packaging. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair in a package is confirmed and was determined to be manufacturing related. One PICC plus statlock device kit was returned for evaluation. An initial visual observation showed the kit was returned sealed, and a small hair was observed within the returned kit. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.